Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. Unable to perform the displacement test or verify the battery out limit alarm due to no button response. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with a partially broken reservoir tube lip, a missing o-ring on the reservoir tube, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a battery out limit alarm due to fluid exposure. Customer stated they cannot clear the alarm even with new battery. The customer also reported a keypad anomaly. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.